Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain sometimes reaching as far as her jaws') and menometrorrhagia ('disabling menometrorrhagia with blood clots') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2021, the patient experienced adenomyosis ("diffuse adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), dizziness ("dizziness") and skin discolouration ("brownish spots on the skin of her abdomen"). The patient was treated with surgery (removal of essure devices by bilateral salpingectomy and total supracervical hysterectomy for adenomyotic uterus). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, menometrorrhagia, adenomyosis, asthenia, dizziness and skin discolouration outcome was unknown. The reporter provided no causality assessment for adenomyosis, asthenia, dizziness, menometrorrhagia, pelvic pain and skin discolouration with essure. The reporter commented: removal of essure devices by bilateral salpingectomy at the request of the patient. The devices have not been retained. Total supracervical hysterectomy for adenomyotic uterus. The anatomical pathological analysis found tubal walls with no histological anomalies. Thermocool smartouch electrophysiology catheter (commercial reference (B)(4), batch 30475506l, expiry 14-dec-2021) mentioned diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: no tumoral process. Hysteroscopy - in (B)(6) 2021: diagnostic: image consistent with adenomyosis. Magnetic resonance imaging abdominal - on (B)(6) 2021: marked diffuse adenomyosis interna and a polymyomatous uterus with small fibromas. Pathology test - on (B)(6) 2021: after salpingectomy with essure removal: tubal walls with no histological anomalies. Smear test - in (B)(6) 2021: unremarkable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain sometimes reaching as far as her jaws') and menometrorrhagia ('disabling menometrorrhagia with blood clots') in a 49-year-old female patient who had essure (batch no. C64466) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2021, the patient experienced adenomyosis ("diffuse adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria disability and intervention required), asthenia ("asthenia"), dizziness ("dizziness") and skin discolouration ("brownish spots on the skin of her abdomen"). The patient was treated with surgery (removal of essure devices by bilateral salpingectomy and total supracervical hysterectomy for adenomyotic uterus). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, menometrorrhagia, adenomyosis, asthenia, dizziness and skin discolouration outcome was unknown. The reporter provided no causality assessment for adenomyosis, asthenia, dizziness, menometrorrhagia, pelvic pain and skin discolouration with essure. The reporter commented: removal of essure devices by bilateral salpingectomy at the request of the patient. Total supracervical hysterectomy for adenomyotic uterus. The devices were not retained. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: no tumoral process. Hysteroscopy - in (B)(6) 2021: diagnostic: image consistent with adenomyosis. Magnetic resonance imaging abdominal - on (B)(6) 2021: marked diffuse adenomyosis interna and a polymyomatous uterus with small fibromas. Pathology test - on (B)(6) 2021: after salpingectomy with essure removal: tubal walls with no histological anomalies. Smear test - in (B)(6) 2021: unremarkable. Batch no c64466 production date 2014-06-05 expiration date 2017-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-aug-2021: quality safety evaluation of product technical complaint (ptc). On 24-aug-2021: no new clinical information was received. Comment section was amended. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain sometimes reaching as far as her jaws') and menometrorrhagia ('disabling menometrorrhagia with blood clots') in a 49-year-old female patient who had essure (batch no. C64466) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria disability and intervention required), asthenia ("asthenia") and dizziness ("dizziness"). In (B)(6) 2021, the patient experienced skin discolouration ("brownish spots on the skin of her abdomen"). In (B)(6) 2021, the patient experienced adenomyosis ("diffuse adenomyosis"). The patient was treated with surgery (removal of essure devices by bilateral salpingectomy and total supracervical hysterectomy for adenomyotic uterus). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain had not resolved and the menometrorrhagia, adenomyosis, asthenia, dizziness and skin discolouration outcome was unknown. The reporter provided no causality assessment for adenomyosis, asthenia, dizziness, menometrorrhagia, pelvic pain and skin discolouration with essure. The reporter commented: removal of essure devices by bilateral salpingectomy at the request of the patient. Total supracervical hysterectomy for adenomyotic uterus. The devices were not retained. The reporter also reported that the recovery period (after the surgery) was uneventful, the patient finds a mild persistence of symptoms at the pelvic level. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: no tumoral process. Hysteroscopy - in (B)(6) 2021: diagnostic: image consistent with adenomyosis. Magnetic resonance imaging abdominal - on (B)(6) 2021: marked diffuse adenomyosis interna and a polymyomatous uterus with small fibromas. Pathology test - on (B)(6) 2021: after salpingectomy with essure removal: tubal walls with no histological anomalies. Physical examination - in (B)(6) 2021: brown spots on the stomach. Smear test - in (B)(6) 2021: unremarkable. Batch no: c64466, production date: 2014-06-05, and expiration date: 2017-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-sep-2021: new information added: a new reporter, lab data (physical examination), outcome for pain sometimes moving up to the jaw and start date of the adverse events: pain sometimes moving up to the jaw, asthenia, dizziness, brownish spots on the skin of the stomach and disabling menometrorrhagia with clots. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.